Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not sure how the device was supposed to feel. The patient explained that if they increase the stimulation to a level where they can feel it inside and it helps with their bladder, within 24 hours their side becomes very sensitive. They described the sensation as burning, but not in the bladder or the area where they feel the stimulation. Instead, the burning starts right where the device is located, and the area becomes sensitive, almost like a bruise or a bad sunburn. The agent asked if the patient had been feeling this way since their implant on the 28th, and the patient said kind of¿it only occurs when they turn up the stimulation enough to be therapeutic. By the next day, their side feels burned, so they have to turn the stimulation down for a day to relieve the burning sensation. The patient mentioned they have tried decreasing the stimulation three times, but each time, the same issue occurs. They believe the ins could be defective, as they did not experience anything similar during the trial period. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) to further address the issue. The patient had a follow up appointment next wednesday november 12th.